Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was 130 mg/dl. Additionally, the customer reported an elevated blood glucose of "high" on the graph. The customer declined to trouble shoot with tandem technical support as the customer believed it was related to the pump shutting down. Reportedly, the customer continued to use the pump for insulin therapy.